Manufacturer narrative:
At this time the device is not expected to be returned to orthaligg for investigation. Orthalign was able to confirm that the expireation date for the reported navigation unit is (B)(6) 2024, which means that it was expired on the incident date (B)(6) 2024. For this reason, the complaint is confimed and the root cause is deteremined to be user error, as the expireation is clearly visible on the lantern kit box label. Use of device past expiration date is a known potential issue addressed in orthalign's risk documentation, as sterility may be compromisted due to aging effects outside of the expiration date. In this case, no patient harm was reported. This report is being filed out of an abundance of caution and with an understanding of the patient harm that could be caused by use of a device past the expiration date. Orthalign will continute to monitor the issue and take action when complaint limits are reached. No futher action required at this time.

Event description:
An expired unit was unknowingly used in a procedure.